Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted on (B)(6) 2019. The patient experienced a seizure. Her father found her and called 911. Her cgm value was not provided but when the paramedics checked her bg the value was at the lowest their meter would read, indicating it was less than 20 mg/dl. They treated her with glucose via intravenous (IV) therapy and when she was conscious, they had her eat. She was transported by ambulance to the hospital; no emergency room treatment information was provided. At the time of the report she was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.